Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Implant date: date estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the leaflet damage. It was reported that the initial mitraclip procedure was performed on an unknown date to treat mixed mitral regurgitation (mr). During a follow up visit on (B)(6) 2018, it was found that the anterior leaflet was damaged. No treatment was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). UDI number is unknown - the UDI # is not being reported because the part and lot number were not provided. Product performance engineering reviewed the incident information; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. A review of the lot history record could not be performed as the lot information for the device was not provided. Based on the information reviewed, a definitive cause for the reported mitral valve injury (tissue damage) cannot be determined. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.